Event description:
It was reported bd plastipak¿ - 3-piece syringe 1 issue with leakage past the plunger, and 1 with a ruptured plunger. The following information was provided by the initial reporter: "1 syringe with leakage past the plunger, 1 syringe with rupture at plunger...".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: four samples were provided to our quality team for evaluation. After visual inspection of all product, multiple defects were observed; one syringe was observed to have a broken plunger, one syringe was observed to have a leakage past the stopper ribs, and black particles were observed on the other samples. A device history review was performed for the reported lot 2006351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observed defects. As there were multiple defects observed, the failures and potential causes are further outlined below: broken plunger rod: the areas where pieces move within the manufacturing area are protected to avoid damage on the product. While no direct issues related to damaged product were identified, this incident is likely related to the product jamming/moving within the manufacturing equipment. Leakage past stopper/damaged barrel: leakage testing is performed during manufacturing. The returned samples underwent these same evaluations and results were found to be acceptable. Further evaluation of the product identified damage within the barrel of the syringe, causing the stopper to become distorted against the barrel wall when moved across this point and likely resulting in the leak reported. This damage typically occurs during the assembly process. A project has been initiated to further address this issue.

Event description:
It was reported bd plastipak¿ - 3-piece syringe 1 issue with leakage past the plunger, and 1 with a ruptured plunger. The following information was provided by the initial reporter: "1 syringe with leakage past the plunger, 1 syringe with rupture at plunger..."